Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not duplicate the customer comments, however analysis did find that the upper and lower cases were broken, the lead flex cover was contaminated and the heart wire contacts were discolored.

Event description:
It was reported the unit turned off twice in one week, with good batteries. The biomedical engineer noted that the current was high with the back light on. Additional information was later received reporting that the unit turned off, and did not turn back on, while connected to a patient in the ICU (intensive care unit). No patient complications were reported as a result of this event.